Manufacturer narrative:
The customer found the leak at the tubing through feed through fittings ff180 and ff183. The customer replaced the tubing, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader while running patient samples. The volume of the leak was about 50 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.